Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09706, 2134265-2016-09707, 2134265-2016-09708, 2134265-2016-09709, 2134265-2016-09710. It was reported that the patient died. The stenosed target lesions were located in the 1st diagonal branch artery. A 4.00x32mm synergy¿ drug-eluting stent was implanted in the ostium. A 3.5x32mm synergy¿ drug-eluting stent was implanted in the middle third and a 3.0x12mm synergy¿ drug-eluting stent was implanted in the distal third. A 4x16mm synergy¿ drug-eluting stent was implanted in the anterior descending. A 2.25x16mm and 2.25x12mm synergy¿ drug-eluting stents were implanted in the diagonal. Normal flow was obtained with no residual stenosis. Aortic valvuloplasty was performed with a balloon and a 29mm non bsc transcatheter heart valve prosthesis was implanted. There was occlusion at the ostium of the left coronary trunk. "Reversion" of extracorporeal circulation (cec) and revascularization of the diagonal artery with saphenous graft was performed. However, the patient did not come out of cec and died.